Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The fse confirmed that the device displayed a loud speaker error. Fse determined the sound amplifier on the main board was defective. The device was repaired by replacing the main board. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
The customer reported blue error message "loudspeaker error". It si unknow if the device was in use at time of event

Manufacturer narrative:
Reporter institution phone number (B)(6). Reporter phone number (B)(6). A follow up report will be submitted once the investigation is complete.